Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a chipped tooth caused by the aligners weakening their enamel.

Manufacturer narrative:
E1: patient information updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.